Event description:
Procedure type: sleeve gastrectomy. As reported in literature: comparison of staple-line leakage and hemorrhage in pts undergoing laparoscopic sleeve gastrectomy with or without seamguard, one hundred thirty-nine pts underwent laparoscopic sleeve gastrectomy with or without staple-line reinforcement. From (B)(6) 2007 to (B)(6) 2010, eighty pts did not receive seamguard reinforcement and 59 pts received seamguard reinforcement. The study notes that the use of a 60-mm-long, 3.8 mm (gold) and 3.5 (blue) cartridges of an endo gastro intestinal anastomosis (gia) were used in the study. No incidence of hemorrhaging at the staple-line was noted. Postoperative leakages were identified in 5 pts (3.60%). Four pts had leakage from the ge junction and antrum. Two of the pts that experienced leaks were in the seamguard group and three of the pts that experienced leaks were not in the seamguard group. Of the three pts with leaks that did not have seamguard reinforcement used, two required reoperative intervention of abdominal washout and drain placement as well as central line access for total parental nutrition. These two pts required subsequent drain placement by an interventional radiologist. There was one mortality in this series of leaks secondary to complications from urosepsis due prolonged hospital stay. Pt experienced a postoperative leak at the ge junction on pod 18 (no seamguard used), treatment - required reoperative intervention of abdominal washout and drain placement as well as central line access for total parental nutrition; required subsequent drain placement by an interventional radiologist; outcome - resolved over time.

Manufacturer narrative:
(B)(4).